Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit had insufflator not working, leakage issue and gas leakage sound coming from inside. The issue was found during set up for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: primary pressure reducer failure and unable to connect a hose due to damage on the thread of the k connector unit. Based on the results of the investigation, it is likely the following led to the malfunction: the gas leak was reproduced, and the failure of the primary pressure reducer was confirmed as the likely contributor to the occurrence of the phenomenon. Therefore, it is likely that the gas leak was caused by a tube component failure. And poor connection due to failure of the hose connection of the k connector unit is presumed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.